Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with 6 prostyle devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional plunger was returned which showed signs of a cuff miss. The account was unable to provide further information regarding the additional device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned plunger. A needle to cuff miss was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the part number and/or lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under separate medwatch report numbers.